Event description:
A malfunction was reported on the customer's pump, with no notable events leading up to it. The impact on the customer's blood glucose level was not reported. Technical support arranged for a replacement pump because the malfunction code could not be reset. The customer will use multiple daily injections as a backup therapy until the new pump arrives. The new pump will have updated software and requires programming of the customer's settings and connection to their continuous glucose monitor. Instructions for returning the malfunctioning pump were provided, with the stipulation of returning it within 10 days to avoid additional charges.